Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to syncope. The patient's right atrial (ra) lead was oversensing and had high/unstable pacing impedance. As well, the patient's implantable cardioverter defibrillator (ICD) was pacing below their programmed rate. No intervention was completed. Both products are still in use. No further patient complications have been reported as a result of this event.